Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified distal right coronary artery (rca). A 2.50mm x 20.00 mm agent drug-coated balloon (dcb) was selected for treatment. During the initial inflation at 4 atm for 3 seconds, the balloon ruptured - a vertical rupture shape near the center was revealed by angiography. The device was removed and the procedure was successfully completed with another of the same device. There were no patient complications, and the patient was in good condition after the procedure.

Manufacturer narrative:
Investigation results: device analysis results: the device is not expected to be returned for analysis. Risk review: a risk review was completed and confirmed that the event of material rupture was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Device history review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labelling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Conclusion: this product investigation is assigned the most probable cause classification of adverse event related to patient condition. This code was selected as the most probable complaint cause based on the information available. However, based on the event description, it is most likely an interaction occurred between the balloon and the anatomy that contributed to the reported event. The target lesion was located in the drca and was severely tortuous, moderately calcified and 90% stenosed; these anatomical features likely contributed to the reported event.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified distal right coronary artery (rca). A 2.50mm x 20.00 mm agent drug-coated balloon (dcb) was selected for treatment. During the initial inflation at 4 atm for 3 seconds, the balloon ruptured - a vertical rupture shape near the center was revealed by angiography. The device was removed and the procedure was successfully completed with another of the same device. There were no patient complications, and the patient was in good condition after the procedure.